Event description:
The patient indicated that "her back stimulation had been reprogrammed and was okay". This pertained exclusively to a pain stimulation device and not a urinary device and was erroneously included.

Event description:
It was reported that the patient felt "a gnawing, aching, and sharp pain in her vagina and buttocks following a fall over a dog 3 weeks ago." It was noted that the patient landed on the left side of her arm, head and rib area and "got up on the right side of her body." The patient indicated that she could not sleep and was experiencing an increase in pain. The patient also stated that she was feeling stimulation in the wrong location. It was noted that the patient felt stimulation in her abdomen and back area, but not in her bladder. The patient noted that she "felt like her back was all twisted." The patient indicated that "her back stimulation had been reprogrammed and was okay." It was noted that the patient had a total right knee replacement surgery performed in (B)(6) 2012. The patient further stated that her physician "replaced the battery, but it hadn't worked right since and became worse after her fall." Additional information received reported that the patient was seeking assistance with her device.

Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# j0206648v, implanted: (B)(6) 2002. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).